Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels on (B)(6) 2015. The customer's blood glucose at the time of admission was 13 mg/dl. It was unaware if there were any significant events leading to the hospitalization. The cause of the low blood glucose levels was unknown as well. Advised customer to call back in order to troubleshoot the insulin pump. Nothing further reported.